Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition.  Upon cycling the device, it was noted to be empty and the lockout had been fired through.  The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria was met before this batch was released for distribution. Device b additional information: batch # j91p34. Expiration date: 06/2017. Manufacturing date: 07/2012 .

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices fired scissored clips intermittently. The event occurred with two devices. One device was spent on the back table as it was used to demonstrate the scissored clips. However, this device did not lock-out as intended upon firing the last clip. The device could still be fired even through all the clips had been dispensed. The procedure was completed without patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Multiple. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Yes outside the patient.